Manufacturer narrative:
Upon returned product analysis, the programmer passed all tests. Could not confirm complaint. No problem found. Batteries returned with 8840 read at %25.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # (B)(4), product type programmer, physician; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
The 8840 programmer crashed while trying to update the pump. A broken 8840 icon was reported and a code was displayed, but the representative did not recall what the error code was. The pump was in stopped mode when it was interrogated again. This issue only happened once. It was resolved by rebooting the programmer, and the pump was updated successfully the second time. The representative was concerned that something may be wrong with the software card of programmer. Patient, drug, and device information were requested.